Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0x120 mm armada 35 dilatation catheter was inflated in the severely calcified, mildly tortuous, 80% stenosis in the superficial femoral artery (sfa), but the armada ruptured with the first inflation at 6 atmospheres due to the severe calcium. A non-abbott balloon was used, but also ruptured due to the severe calcium. There were no adverse patient consequences from the balloon rupture. The patient was referred for bypass graft surgery of the sfa. No additional information was provided.